Manufacturer narrative:
The foreign object has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the foreign object or instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the site claims that a fragment from an endowrist stapler sheath instrument accessory allegedly fell inside the patient during a da vinci-assisted surgical procedure and was retrieved during a subsequent unspecified medical procedure. However, at this time, the source of the foreign object is unknown.

Event description:
It was reported that after undergoing an unspecified da vinci-assisted colorectal surgical procedure, a foreign object was retrieved from the patient months later. The date that the da vinci-assisted surgical procedure was performed is unknown at this time. The site was not sure what the foreign object was; however, the site believes that the foreign object may be a fragment from an endowrist stapler sheath instrument accessory that was installed on an endowrist stapler 45 instrument. The site claims that possibly a fragment from the instrument accessory fell inside the patient during the initial da vinci-assisted surgical procedure and was retrieved during a subsequent medical procedure performed on an unspecified date. A description of the foreign object was not provided by the initial reporter.